Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged one day post implant. This lead was explanted and to date, no adverse pt effects were reported. This lead has not been returned and boston scientific crm can not confirm the clinical observation. No additional info is available at this time. If additional info becomes available, this event will be updated.